Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, the impedance on the rv pacing lead was beyond the expected upper range, oversensing due to non-physiologic signals/sic (sensing integrity counter), the unexpected delivery of a ventricular tachyarrythmia therapy and the criteria for the rv lead integrity alert were met. It was noted there were 18 non-sustained ventricular tachycardia (nsvt) episodes with v-v intervals <(><<)> 220 ms on (B)(6) 2016, 6342 ventricular sics since last session 15.78 days ago, the rv pace impedance was steady at approximately 991 ohms through (B)(6) 2016, which rose to 1520 ohms by (B)(6) 2016, six inappropriate shocks were delivered on (B)(6) 2016 due to non-physiologic oversensing and the lead failure predictor triggered on (B)(6) 2016 for ventricular sics and nsvts.

Event description:
It was reported that the patient received inappropriate defibrillation therapy due to oversensing of noise in the right ventricular (rv) channel. The rv lead was abandoned and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.